Manufacturer narrative:
Attempts to follow up with user to gain additional information about the event and involved device were not responded to.

Event description:
Patient (user) reported catheters are hard to use and he had to touch them in order to insert them and he got a urinary tract infection (uti). He had the infection treated at the hospital.